Event description:
Patient was revised to address pain and synovitis of the hip joint. Report also noted that there was a lytic lesion along the acetabular wall.

Event description:
Patient was revised to address pain and synovitis of the hip joint. Report also noted that there was a lytic lesion along the acetabular wall. Update litigation alleged the asr hip was explanted due to clicking, popping and grinding sounds coming from the implanted device, extreme discomfort, reduced mobility, pain, soreness, difficulty performing daily living activities, and excessive levels of chromium and cobalt in the patients blood. Intra-operative, the physician allegedly noted metallosis and damaged tissue. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.